Manufacturer narrative:
On 29-june-2021, intuitive surgical, inc. (Isi) contacted the customer and additional information was obtained about the complaint: the procedure was not affected by this reported event. There were no blood transfusions administered and the patient was not hospitalized.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided at this time, the root cause of the reported patient injury has been identified as the force bipolar instrument not releasing its grips neither when instructed by surgeon input nor from the use of the instrument release kit. A follow-up MDR will be submitted if additional information is obtained. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. The instrument was found to have a severely bent grip, where one grip groove at its base was sticking out further than normal. As a result, this would not allow the instrument to move freely out of the cannula. Failure analysis found the primary failure of a severely bent grip to be related to the customer reported complaint. The root cause of the bent grip was attributed to mishandling/misuse. An additional observation, not reported by the customer, was that the instrument was found to have a derailed grip cable at the distal end. As a result, the yaw motion was non-intuitive. The root cause of the derailed grip cable was attributed to a component failure. Isi received the cannula and cannula seal used during this event. The cannula was returned stuck on the force bipolar instrument. No physical damage was found on the cannula. The cannula could not be removed because of a damaged force bipolar instrument. The cannula seal was returned still installed with the cannula that was stuck on the force bipolar instrument. No physical damage found on the cannula seal. The cannula seal could not be removed off the cannula because of the damaged force bipolar instrument. The system logs of this procedure were reviewed and the following was observed: no relevant errors were observed during this procedure. A review of the device logs for the force bipolar instrument (part# 471405-06 / lot/serial# n10200907-0010) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This event is being reported as an adverse event and malfunction based on the following conclusion. The force bipolar instrument was clamped on tissue and could not be released, even with the use of the instrument release kit. As a result of the clamped instrument, the surgeon had to excise tissue to remove the instrument. The patient reportedly lost over 750ml of blood due to the force bipolar not releasing gripped tissue.

Event description:
It was initially reported that during a da vinci-assisted inguinal hernia repair procedure, a force bipolar instrument physically broke and could not be removed from the cannula. The intuitive surgical inc. (Isi) technical support engineer (tse) suggested removing the instrument along with the drape and cannula, but the customer stated they were concerned this could cause bleeding if the instrument were removed that way. The surgeon elected to use another instrument to reposition the broken force bipolar instrument and then successfully remove it from the patient and system. The customer reported there was no patient injury due to this event, but they wanted to perform an x-ray to confirm no instrument pieces were retained. It was later noted that the surgeon was grasping tissue with the force bipolar when the instrument broke, and the jaws were unable to be opened. The instrument release kit (irk) was used, but the instrument jaws still did not open.follow-up: on 03-june-2021, isi contacted the customer and additional information was obtained about the complaint: the force bipolar instrument was stuck to the hernia sack and the port during the event. The instrument was removed with the port. An x-ray was performed after the procedure with no fragments observed. The patient has been discharged from the hospital.follow-up: on 09-june-2021, isi contacted the customer and additional information was obtained about the complaint: the force bipolar instrument was not in strong grip mode when this event occurred. The instrument did not collide with another instrument or the cannula. An x-ray was performed because the instrument was not in view when it broke, there were no reported fragments that fell inside the patient. The instrument was gripping the hernia sack during the event and would not release. The tissue it was gripping was excised to remove the instrument from the patient. It was reported that more than 750ml of blood was lost due to this event.